Event description:
Customer reportedly received results of 1.6 mmol/l and 4.6 mmol/l within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). Device recieved in a condition which made analysis impossible. Unable to test because an empty drum was returned.